Event description:
Customer reported a positive urine hcg on a pt. The physician questioned the positive result. The sample was rerun with a negative result. No unnecessary medical procedure was performed. No treatment was withheld as a result of this incident. There was no impact to pt health.

Manufacturer narrative:
MFR has contacted customer and requested the reagent lot be returned for investigation. Instrument was also returned and inspected. Instrument failed testing. Optics observed to be out of alignment. Customer is operating with replacement lot of reagent while returned product is investigated by MFR.